Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a routine follow-up, 6 episodes of non-sustained rv oversensing was noted. It was caused by far-p, and one episode was caused by rv lead noise. Fluctuating rv lead impedance was also observed. Programming changes were made. The patient was stable and will continue to be monitored.